Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call check settings alarm. Customer's blood glucose level was 125 mg/dl. Customer advised they attempted to fill the cannula after filling the tubing the alarm occurred. Customer advised they have an open circle on the insulin pump. Customer reported also that the insulin pump gave them too much insulin one time and they could not wake up. Customer was advised to monitor the device and make sure the drive support cap is not sticking out. Customer was advised to not push up on the drive support cap and to call the help line for assistance instead.